Event description:
On (B)(6) 2014, the patient came in for a pump refill visit. The patient continued to describe pain in her left foot with some radiation into the calf. The pain was basically unchanged in character and intensity from previous evaluations. The patient continued to take hydrocodone as needed for breakthrough pain, although she had been out of the medication for at least several days before the visit. Multiple attempts were made to access the pump reservoir. After multiple failed attempts, fluoroscopy was used to confirm that the pump was flipped in the pocket. Multiple attempts were made to flip the pump back to its correct position; however all attempts failed. The patient had worn a girdle but had recently stopped wearing it. The patient thought that a recent weight gain of 55 pounds had precipitated the pump turning over. The patient had no symptoms related to the pump flipping. On (B)(6) 2014, the patient was taken to surgery; the pump was flipped back; and then repositioned/re-sutured. The sutures were not intact; the sutures were broken, but the knots were still intact. There was cloudy fluid in the pump pocket. Cultures were taken of the fluid; the cultures were negative. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. Following the revision, the patient recovered without permanent impairment and was receiving effective therapy. The cause of the event was unknown. The device system was delivering morphine.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).